Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place; no further treatment is planned. Please note that the date of event indicated is approximate.